Event description:
The complainant reported that in 2006, the clinicians performed a radiofrequency ablation (rfa) procedure on an advanced hepatocellular carcinoma (hhc) tumor in a female patient. The tumor size was measured as between 4 to 5cm. The patient was reported to have been ablated using radiofrequency generator, a 5cm leveen needle electrode (catalog # 26-216), as well as electrode grounding pads (erbe brand). The clinician reported that there was no roll-off resulting in the patient being ablated for more than an hour. The technician indicated that during the procedure the physician did not retract the needle array to the marking located on the leveen needle electrode handle, he also did not reinsert the retention clip, and did not re-set the rfa generator power to 130w, as requested in the treatment algorithm. At the conclusion of the patient treatment, and during the removal of the erbe brand electrode grounding pads, full thickness third degree burns on both legs were visible near the patient's groin. Conflicting information was received between the physician and the technician, who were both involved in the event. The physician reported that the patient was ablated for approximately one hour, but the technician reported that the ablation took approximately two hours. The physician said that the patient's legs were dry below the grounding pads, while the technician indicated that the patient's legs had been treated with preventive decubitus prophylaxe. The patient incurred an abscess that was treated with antibiotics. The patient's third degree burns were then treated with split skin grafts (her own skin transplantation, consisting of epidermis and upper corium.) The patient was reported to have expired the following month (exact date unknown) from her advanced hcc disease.

Manufacturer narrative:
No lot number was available for this device, consequently, the expiration date of the device is unknown. No lot number of this device was available, consequently, the MFR date of the device is unknown. The complainant reported that the device will not be returned for evaluation; therefore, a failure analysis is not available and we are unable to determine if the device met specification. Trending information will be provided in a supplemental medwatch report. The directions for use (dfu) for this device warns the user: surveillance of the dispersive electrodes is essential for safety, especially for lengthy ablations. This should occur at the beginning of the ablation, to prevent burns by early detection of a misapplied electrode. Surveillance is also important during ablation to detect a pad for which the interface quality is compromised, such as in peeling and tenting. To aid detection of poorly adhered or improperly placed return pads, the rf 3000 generator has been equipped with the pad guard current monitoring feature. Each of the four return pads is monitored for current flow. Current exceeding 0.8 amp results in an error message indicating the high current pad (p1, p2, p3, or p4) and halts the generator. Pad guard reduces the likelihood of a skin burn, but does not eliminate it completely. One should monitor both the pad contact and skin conditions periodically throughout the procedure." In addition, the dfu also warns the user of the following: the use and proper placement of dispersive electrodes (return pads) is a key element in the safe and effective use of monopolar electrosurgery, particularly in the prevention of burns. Follow the MFR's instructions for use. Boston scientific strongly recommends the use of valleylab poly-hesive disposable patient return electrodes (pads) with cord (cat #e7506). Use four pads and connect the return pad plugs to the rf3000 generator return receptacles, placing two pads on each leg. Be sure not to orient the pads improperly, or the misalign the top edge of the pads.